Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. The aquabeam robotic system is a reusable device; therefore, it is currently in possession of the user facility. It was reported that approximately one week post aquablation therapy the patient was admitted to the hospital for stroke. The treating surgeon reported that the event was related to the patient's pre-existing patent foramen ovale (pfo) and not related to the aquabeam robotic system. The patient was discharged. Based on the event details, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2024, a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware during follow-up with the treating surgeon that the patient had been discharged home after aquablation therapy, but was admitted to the hospital on (B)(6) 2024 due to stroke. The treating surgeon reported that the event was unrelated to aquablation therapy. The patient was found to have patent foramen ovale (pfo) which contributed to the post aquablation therapy event. It was reported that the patient has been discharged from the hospital. No malfunction of the aquabeam robotic system was reported.